Event description:
As reported by an edwards italy affiliate, during a transfemoral tavr procedure with a 23mm sapien 3 ultra valve, the valve embolized in the ascending aorta during inflation due to loss of pacing capture. A second valve was implanted successfully and a covered stent implanted in the embolized valve. There were no complications, and the patient outcome was good.

Manufacturer narrative:
Investigation is still ongoing.

Manufacturer narrative:
Correction to h6 based on additional information. The device was not returned to edwards lifesciences for evaluation, however, the following instructions for use (IFU) were reviewed: commander delivery system with s3/s3u ce, IFU, and commander delivery system with s3/s3u procedural training manual. Based on this review, there were no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for thv embolized into aorta was unable to be confirmed as relevant imagery or medical records was not provided for evaluation. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training manual revealed no inadequacies. Per the instructions for use (IFU), valve embolization is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and movement of the delivery system by the operator. As reported, 'as per medical opinion, the perceived root cause was due to lost of pace maker capture.' Per the training material, 'loss of pacing capture during valve deployment can result in movement of the valve and possible embolization'. As such, available information suggests that procedural factors (loss of pacing capture) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time.